Manufacturer narrative:
Block b3: date of event was approximated to (B)(6) 2021 as the event date is unknown. Block h6: medical device problem code a050501 for the reportable issue of bands failed to deployed. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned." Block h10: the complainant indicated that the device is not available for return; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. Additional information: e1 (initial reporter's email address).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophageal banding procedure. The exact date of the procedure was not provided. During the procedure, they went to deploy and the bands tangled un on the ligating cap and would not release. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. Note: it was reported that the physician took up the slack by the handle unit and not by pulling the proximal end of the trip wire on the handle. Also, the trip wire was not secured in the handle unit as described in the instructions for use (IFU). Additionally, it was reported that the ligator shrink wrap was removed at the beginning of the device setup process, which is earlier than what is instructed in the device instructions for use.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophageal banding procedure. The exact date of the procedure was not provided. During the procedure, when attempting to deploy the bands tangled up on the ligating cap and would not release. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. Note: it was reported that the physician took up the slack by the handle unit and not by pulling the proximal end of the trip wire on the handle. Also, the trip wire was not secured in the handle unit as described in the instructions for use (IFU). Additionally, it was reported that the ligator shrink wrap was removed at the beginning of the device setup process, which is earlier than what is instructed in the device instructions for use.

Manufacturer narrative:
Date of event was approximated to (B)(6) 2021 as the event date is unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.